Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, the 2 sutures have broken. The first thread was used when the surgeon begins to overjet and the needle was served in the middle of the overlock while the needle has loosened on the holder when using the second thread. The box was changed with another lot number to complete the case. There was no patient injury.